Event description:
It was reported that if the patient turned to the side "it kind of zaps me, and I have to remember not to turn so sharp." The patient just had it adjusted on thursday ((B)(6) 2013), and noted she "just has to get used to it, but it is working great." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4): product type programmer; patient product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37752, serial# (B)(4): product type recharger. (B)(4).